Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the distributor had sent the customer autosoft 90 infusion sets and luer lock cartridges. As the two products are not compatible, the customer reused the same infusion set. Blood glucose (bg) was 500 mg/dl and ketones were moderate. The customer's healthcare provider identified the ketone level as being dangerous/life threatening. A manual injection was administered. The customer reverted to manual injections for insulin therapy and the distributor was contacted the next day.